Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for product lot . Summary: received for evaluation one device with mesh-needles assembly with both handles. The device received was manipulated: the implant assembly was returned without the blister, winged guide and its original packaging. The defect seen during the product evaluation is aligned with the defect damaged helical passer sheath. Therefore, the complaint is confirmed. Nevertheless, the defect identified is not linked to a manufacturing issue. No further investigation will be conducted on this complaint due to external cause.

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2019 and the mesh was implanted. During product evaluation, damaged helical passer sheath was discovered. There were no patient consequences reported.